Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump wasn't delivering insulin properly. Customer stated that the insulin pump alarmed no delivery. The customer changed the reservoir and infusion set; the insulin pump alarmed no delivery. Customer has been experiencing high blood glucose. The current blood glucose reading is 105 mg/dl. Nothing further reported.